Manufacturer narrative:
FDA notified: the initial reporter also notified the FDA on (date) via medwatch #: mw5100320. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: since no samples displaying the reported condition were received a potential root cause could not be defined. Since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that the bd 1ml syringe luer-lok¿ tip experienced foreign matter in device cannula/needle/catheter or any fluid path component. The following information was provided by the initial reporter: material no: 309628, batch no: 1004196. Brown stain at the base of the plunger of a 1ml bd syringe.